Manufacturer narrative:
G5: 510(k) date is for first fr2 product marketed. Subsequent analysis of the ECG from the event determined that the rhythm was likely ventricular tachycardia. Product labeling indicates that some vts may not be considered shockable rhythms. Report filed due to potential for delay of therapy.

Event description:
Product was deployed for use and issued a no shock advisory. Ems responders deployed manual defibrillator and deliver shock to pt.